Event description:
Reportedly, two days after the operation, the front side of the anastomosis broke. The pt re-operaton (formal laparotomy) was performed. A "hartman" procedure was carried out. Original procedure: left colectomy.